Manufacturer narrative:
(B)(4). Batch t5aj3d. Investigation summary: the analysis results showed that the tx60b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a xr60b test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis.there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device misfired, no staples deployed (the trigger advanced but no staples were deployed). A second like device was used to complete the procedure with no patient consequences reported. There is no additional information available.